Event description:
Ous MDR - it was reported that multiple inappropriate shocks were delivered after an implantation time of about 8 months. No deterioration in the pt's state of health was reported. The ICD was explanted on (B) (6) 2009.

Manufacturer narrative:
Ous MDR - the ICD first underwent a status interrogation: the device status was mol 1; a quantity of 104 charge processes were documented. The memory content of the ICD was checked; disturbances were visible in the available iegms, which led to the assumption that the signal sensing of the ICD was impaired. The connection system of the defibrillator was then examined mechanically. The screws of the shock and pacing outputs were normal. Leads inserted in a test could be contacted easily, low-ohmic, and reliably. The drill hole dimensions were all within the dimensions required for is-1 and df-1 standards, respectively. There was no material defect or manufacturing error. Next, the device was opened. The battery was tested and proved to be partially discharged, but not defective. Then the electronic module underwent analysis. A damaged integrated circuit of the electronic module was identified as the cause for the clinical observation in the process. The manufacturing data of the device was reviewed. At the time of shipment, the ICD was in a specification-conforming state. At that time, there was no indication of a device defect. The signal sensing of the ICD, in particular, was normal. In summary, the clinical observation was caused by damage to an integrated circuit on the electronic module. The review of the manufacturing data shows that the device was in a state conforming to the specifications when shipped. There were no indications of a manufacturing error.